Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B42249) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("muscle pain"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), shock ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), haemorrhage ("haemorrhages"), oligomenorrhoea ("long menstrual cycle"), disturbance in attention ("lack of concentration") and arthropathy ("joint"). At the time of the report, the pelvic pain, myalgia, cardiovascular disorder, hot flush, shock, eye disorder, fatigue, haemorrhage, oligomenorrhoea, disturbance in attention and arthropathy outcome was unknown. The reporter provided no causality assessment for arthropathy, cardiovascular disorder, disturbance in attention, eye disorder, fatigue, haemorrhage, hot flush, myalgia, oligomenorrhoea, pelvic pain and shock with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B42249) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("muscle pain"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), shock ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), haemorrhage ("haemorrhages"), oligomenorrhoea ("long menstrual cycle"), disturbance in attention ("lack of concentration") and arthropathy ("joint"). At the time of the report, the pelvic pain, myalgia, cardiovascular disorder, hot flush, shock, eye disorder, fatigue, haemorrhage, oligomenorrhoea, disturbance in attention and arthropathy outcome was unknown. The reporter provided no causality assessment for arthropathy, cardiovascular disorder, disturbance in attention, eye disorder, fatigue, haemorrhage, hot flush, myalgia, oligomenorrhoea, pelvic pain and shock with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 29-may-2020. The most recent information was received on 23-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. B42249). Additional non-serious events are detailed below. The patient had a medical history of fracture of humerus in 2016 and parity 2, superficial thrombophlebitis and fracture of humerus. No medical history, no concomitant medications. As concurrent condition the report mentioned nasal operation. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), oligomenorrhoea ("long menstrual cycle"), headache ("headache"), dizziness ("dizziness"), haemorrhage ("haemorrhages"), adenomyosis ("uterine adenomyosis"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain"), migraine ("repeated migraines"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), cold shock response ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), disturbance in attention ("lack of concentration"), phlebolith ("pelvic phleboliths"), depression ("depression"), amnesia ("memory loss"), arthralgia ("joint pain (arms, legs and neck)"), feeling abnormal ("bad being") and insomnia ("insomnia"). On (B)(6) 2018 she experienced palpitations ("palpitations") and anxiety ("anxiety"). In 2019 she experienced pain in extremity ("pain in left lower limb"). On (B)(6) 2020 she was found to have meningioma ("meningioma"). On (B)(6) 2020 she experienced allergy to metals ("slight hypersensitivity with chromium and nickel confirmed"). Essure was removed on (B)(6) 2020. An unknown time later she experienced malaise ("malaise"), asthenia ("asthenia"), loss of libido ("loss of libido"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), myalgia ("muscle pain"), peripheral venous disease ("venous insufficiency in the lower limbs"), memory loss ("memory loss") and intermenstrual bleeding ("metrorrhagia"). The patient was treated with surgery (essure removal by conservative hysterectomy, bilateral salpingectomy), physical therapy (osteopath) and non-drug therapy (angiologist and hypnosis). At the time of the report, the pelvic pain, musculoskeletal pain, neck pain, arthralgia, myalgia, peripheral venous disease and memory loss had not resolved. The outcomes for allergy to metals, oligomenorrhoea, headache, dizziness, haemorrhage, adenomyosis, meningioma, tendonitis, malaise, migraine, cardiovascular disorder, hot flush, cold shock response, eye disorder, fatigue, asthenia, disturbance in attention, phlebolith, depression, amnesia, loss of libido, feeling abnormal, insomnia, palpitations, anxiety, pain in extremity, heavy menstrual bleeding, dysmenorrhoea and intermenstrual bleeding were unknown. The reporter considered adenomyosis, allergy to metals, amnesia, memory loss, anxiety, arthralgia, asthenia, cardiovascular disorder, cold shock response, depression, disturbance in attention, dizziness, dysmenorrhoea, eye disorder, fatigue, feeling abnormal, haemorrhage, headache, heavy menstrual bleeding, hot flush, insomnia, intermenstrual bleeding, loss of libido, malaise, meningioma, migraine, musculoskeletal pain, myalgia, neck pain, oligomenorrhoea, pain in extremity, palpitations, pelvic pain, peripheral venous disease, phlebolith and tendonitis to be related to essure administration. The reporter commented: essure inserted without difficulties. First symptoms occurred in 2015. Her health condition was fragile which resulted in repeated work stops. Requiring visit with osteopath, hypnosis and angiologist. After essure removal slight improvement was observed but still persistent pain. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2020: slight hypersensitivity with chromium and nickel confirmed [hysteroscopy] on (B)(6) 2014: essure insertion: 4 visible coils on both sides [magnetic resonance imaging abdominal] on (B)(6) 2020: uterine adenomyosis [pathology test] on (B)(6) 2020: after hysterectomy, bilateral salpingectomy: no suspicious item on microscopic analysis [ultrasound doppler] on (B)(6) 2016: superficial thrombophlebitis in the elbow crease.; in 2019: left lower leg: no findings [x-ray] in 2019: left lower leg: no findings. Batch no b42249, production date 2013-06-17, expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 29-may-2020. The most recent information was received on 07-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. B42249). Additional non-serious events are detailed below. The patient had a medical history of parity 2, superficial thrombophlebitis and fracture of humerus. No medical history, no concomitant medications. As concurrent condition the report mentioned nasal operation. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), oligomenorrhoea ("long menstrual cycle"), headache ("headache"), dizziness ("dizziness"), haemorrhage ("haemorrhages"), adenomyosis ("uterine adenomyosis"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain"), migraine ("repeated migraines"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), cold shock response ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), disturbance in attention ("lack of concentration"), phlebolith ("pelvic phleboliths"), depression ("depression"), amnesia ("memory loss"), arthralgia ("joint pain (arms, legs and neck)"), feeling abnormal ("bad being") and insomnia ("insomnia"). On (B)(6) 2018 she experienced palpitations ("palpitations") and anxiety ("anxiety"). In 2019 she experienced pain in extremity ("pain in left lower limb"). On (B)(6) 2020 she was found to have meningioma ("meningioma"). On (B)(6) 2020 she experienced allergy to metals ("slight hypersensitivity with chromium and nickel confirmed"). Essure was removed on (B)(6) 2020. An unknown time later she experienced malaise ("malaise"), asthenia ("asthenia"), loss of libido ("loss of libido"), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal by conservative hysterectomy, bilateral salpingectomy), physical therapy (osteopath) and non-drug therapy (angiologist and hypnosis). At the time of the report, the pelvic pain, musculoskeletal pain, neck pain and arthralgia had not resolved. The outcomes for allergy to metals, oligomenorrhoea, headache, dizziness, haemorrhage, adenomyosis, meningioma, tendonitis, malaise, migraine, cardiovascular disorder, hot flush, cold shock response, eye disorder, fatigue, asthenia, disturbance in attention, phlebolith, depression, amnesia, loss of libido, feeling abnormal, insomnia, palpitations, anxiety, pain in extremity, heavy menstrual bleeding and dysmenorrhoea were unknown. The reporter considered adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, asthenia, cardiovascular disorder, cold shock response, depression, disturbance in attention, dizziness, dysmenorrhoea, eye disorder, fatigue, feeling abnormal, haemorrhage, headache, heavy menstrual bleeding, hot flush, insomnia, loss of libido, malaise, meningioma, migraine, musculoskeletal pain, neck pain, oligomenorrhoea, pain in extremity, palpitations, pelvic pain, phlebolith and tendonitis to be related to essure administration. The reporter commented: essure inserted without difficulties. First symptoms occurred in 2015. Her health condition was fragile which resulted in repeated work stops. Requiring visit with osteopath, hypnosis and angiologist. After essure removal slight improvement was observed but still persistent pain. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2020: slight hypersensitivity with chromium and nickel confirmed [hysteroscopy] on (B)(6) 2014: essure insertion: 4 visible coils on both sides. [Magnetic resonance imaging abdominal] on (B)(6) 2020: uterine adenomyosis. [Pathology test] on (B)(6) 2020: after hysterectomy, bilateral salpingectomy: no suspicious item on microscopic analysis. [Ultrasound doppler] on (B)(6) 2016: superficial thrombophlebitis in the elbow crease; in 2019: left lower leg: no findings. [X-ray] in 2019: left lower leg: no findings. Batch no: b42249. Production date: 2013-06-17. Expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 29-may-2020. The most recent information was received on 02-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. B42249). Additional non-serious events are detailed below. The patient had a medical history of parity 2, superficial thrombophlebitis and fracture of humerus. No medical history, no concomitant medications. As concurrent condition the report mentioned nasal operation. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), oligomenorrhoea ("long menstrual cycle"), headache ("headache"), dizziness ("dizziness"), hemorrhage ("hemorrhages"), adenomyosis ("uterine adenomyosis"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain"), migraine ("repeated migraines"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), cold shock response ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), disturbance in attention ("lack of concentration"), phlebolith ("pelvic phleboliths"), depression ("depression"), amnesia ("memory loss"), arthralgia ("joint pain (arms, legs and neck)"), feeling abnormal ("bad being") and insomnia ("insomnia"). On(B)(6) 2018 she experienced palpitations ("palpitations") and anxiety ("anxiety"). In 2019 she experienced pain in extremity ("pain in left lower limb"). On (B)(6) 2020 she was found to have meningioma ("meningioma"). On (B)(6) 2020 she experienced allergy to metals ("slight hypersensitivity with chromium and nickel confirmed"). Essure was removed on (B)(6) 2020. An unknown time later she experienced malaise ("malaise"), asthenia ("asthenia"), loss of libido ("loss of libido"), dysmenorrhoea ("dysmenorrhea") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (essure removal by conservative hysterectomy, bilateral salpingectomy), physical therapy (osteopath) and non-drug therapy (angiologist and hypnosis). At the time of the report, the pelvic pain, musculoskeletal pain, neck pain and arthralgia had not resolved. The outcomes for allergy to metals, oligomenorrhoea, headache, dizziness, hemorrhage, adenomyosis, meningioma, tendonitis, malaise, migraine, cardiovascular disorder, hot flush, cold shock response, eye disorder, fatigue, asthenia, disturbance in attention, phlebolith, depression, amnesia, loss of libido, feeling abnormal, insomnia, palpitations, anxiety, pain in extremity, dysmenorrhoea and heavy menstrual bleeding were unknown. The reporter considered adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, asthenia, cardiovascular disorder, cold shock response, depression, disturbance in attention, dizziness, dysmenorrhoea, eye disorder, fatigue, feeling abnormal, hemorrhage, headache, heavy menstrual bleeding, hot flush, insomnia, loss of libido, malaise, meningioma, migraine, musculoskeletal pain, neck pain, oligomenorrhoea, pain in extremity, palpitations, pelvic pain, phlebolith and tendonitis to be related to essure administration. The reporter commented: essure inserted without difficulties. First symptoms occurred in 2015. Her health condition was fragile which resulted in repeated work stops. Requiring visit with osteopath, hypnosis and angiologist. After essure removal slight improvement was observed but still persistent pain. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2020: slight hypersensitivity with chromium and nickel confirmed. [Hysteroscopy] on (B)(6) 2014: essure insertion: 4 visible coils on both sides. [Magnetic resonance imaging abdominal] on (B)(6) 2020: uterine adenomyosis. [Pathology test] on (B)(6) 2020: after hysterectomy, bilateral salpingectomy: no suspicious item on microscopic analysis. [Ultrasound doppler] on (B)(6) 2016: superficial thrombophlebitis in the elbow crease.; in 2019: left lower leg: no findings. [X-ray] in 2019: left lower leg: no findings. Batch no: b42249. Production date: 2013-06-17. Expiration date : 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-feb-2023: events: dysmenorrhea, menorrhagia, patient medial history, lab data added. Amendment: imdrf codes updated ( annex f). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 29-may-2020. The most recent information was received on 15-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. B42249). Additional non-serious events are detailed below. The patient had a medical history of fracture of humerus in 2016 and parity 2, superficial thrombophlebitis and fracture of humerus. No medical history, no concomitant medications. As concurrent condition the report mentioned nasal operation. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), oligomenorrhoea ("long menstrual cycle"), headache ("headache"), dizziness ("dizziness"), haemorrhage ("haemorrhages"), adenomyosis ("uterine adenomyosis"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain"), migraine ("repeated migraines"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), cold shock response ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), disturbance in attention ("lack of concentration"), phlebolith ("pelvic phleboliths"), depression ("depression"), amnesia ("memory loss"), arthralgia ("joint pain (arms, legs and neck)"), feeling abnormal ("bad being") and insomnia ("insomnia"). On (B)(6) 2018 she experienced palpitations ("palpitations") and anxiety ("anxiety"). In 2019 she experienced pain in extremity ("pain in left lower limb"). On (B)(6) 2020 she was found to have meningioma ("meningioma"). On (B)(6) 2020 she experienced allergy to metals ("slight hypersensitivity with chromium and nickel confirmed"). An unknown time later she experienced malaise ("malaise"), asthenia ("asthenia"), loss of libido ("loss of libido"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), myalgia ("muscle pain"), peripheral venous disease ("venous insufficiency in the lower limbs"), memory loss ("memory loss") and intermenstrual bleeding ("metrorrhagia"). The patient was treated with surgical essure removal on (B)(6) 2020 by conservative hysterectomy and bilateral salpingectomy, physical therapy (osteopath) and non-drug therapy (angiologist and hypnosis). At the time of the report, the pelvic pain, musculoskeletal pain, neck pain, arthralgia, myalgia, peripheral venous disease and memory loss had not resolved. The outcomes for allergy to metals, oligomenorrhoea, headache, dizziness, haemorrhage, adenomyosis, meningioma, tendonitis, malaise, migraine, cardiovascular disorder, hot flush, cold shock response, eye disorder, fatigue, asthenia, disturbance in attention, phlebolith, depression, amnesia, loss of libido, feeling abnormal, insomnia, palpitations, anxiety, pain in extremity, heavy menstrual bleeding, dysmenorrhoea and intermenstrual bleeding were unknown. The reporter considered adenomyosis, allergy to metals, amnesia, memory loss, anxiety, arthralgia, asthenia, cardiovascular disorder, cold shock response, depression, disturbance in attention, dizziness, dysmenorrhoea, eye disorder, fatigue, feeling abnormal, haemorrhage, headache, heavy menstrual bleeding, hot flush, insomnia, intermenstrual bleeding, loss of libido, malaise, meningioma, migraine, musculoskeletal pain, myalgia, neck pain, oligomenorrhoea, pain in extremity, palpitations, pelvic pain, peripheral venous disease, phlebolith and tendonitis to be related to essure administration. The reporter commented: essure inserted without difficulties. First symptoms occurred in 2015. Her health condition was fragile which resulted in repeated work stops. Requiring visit with osteopath, hypnosis and angiologist. After essure removal slight improvement was observed but still persistent pain. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2020: slight hypersensitivity with chromium and nickel confirmed [hysteroscopy] on (B)(6) 2014: essure insertion: 4 visible coils on both sides [magnetic resonance imaging abdominal] on (B)(6) 2020: uterine adenomyosis [pathology test] on (B)(6) 2020: after hysterectomy, bilateral salpingectomy: no suspicious item on microscopic analysis [ultrasound doppler] on (B)(6) 2016: superficial thrombophlebitis in the elbow crease.; in 2019: left lower leg: no findings [x-ray] in 2019: left lower leg: no findings. Batch no: b42249, production date: 2013-06-17, expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-feb-2023: patient medical history, events: muscle pain, venous insufficiency in the lower limb, memory loss, metrorrhagia added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-may-2020. The most recent information was received on 24-dec-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. B42249) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), haemorrhage ("haemorrhages"), oligomenorrhoea ("long menstrual cycle"), adenomyosis ("uterine adenomyosis"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain"), migraine ("repeated migraines"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), cold shock response ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), disturbance in attention ("lack of concentration"), phlebolith ("pelvic phleboliths"), dizziness ("dizziness") and amnesia ("memory loss"). On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced malaise ("malaise"), asthenia ("asthenia"), depression ("depression") and loss of libido ("loss of libido"). The patient was treated with surgery (essure removal by conservative hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, haemorrhage, oligomenorrhoea, adenomyosis, tendonitis, malaise, migraine, cardiovascular disorder, hot flush, cold shock response, eye disorder, fatigue, asthenia, disturbance in attention, phlebolith, dizziness, depression, amnesia and loss of libido outcome was unknown and the musculoskeletal pain and neck pain had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, asthenia, cardiovascular disorder, cold shock response, depression, disturbance in attention, dizziness, eye disorder, fatigue, haemorrhage, hot flush, loss of libido, malaise, migraine, musculoskeletal pain, neck pain, oligomenorrhoea, pelvic pain, phlebolith and tendonitis to be related to essure. The reporter commented: her health condition was fragile which resulted in repeated work stops. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2021: health authority confirmed that this report was a duplicate to bayer record (B)(4) (medwatch 3500a MFR number 2951250-2021-03616) which will be deleted in bayer safety database after all information was transferred to this bayer record number (B)(4) (retained case). New: reporter (lawyer) was added. All events were considered to be related to essure. New events added: adenomyosis, allergy to metals, amnesia, joint pain (merged as musculoskeletal pain), asthenia, depression, dizziness, loss of libido, malaise, migraine, neck pain, phlebolith and tendonitis. Essure was removed on (B)(6) 2020 by conservative hysterectomy, bilateral salpingectomy. Comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-may-2020. The most recent information was received on 31-dec-2021. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), haemorrhage ("haemorrhages"), oligomenorrhoea ("long menstrual cycle"), adenomyosis ("uterine adenomyosis"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain"), migraine ("repeated migraines"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), cold shock response ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), disturbance in attention ("lack of concentration"), phlebolith ("pelvic phleboliths"), dizziness ("dizziness") and amnesia ("memory loss"). On (B)(6) 2020, the patient experienced allergy to metals ("nickel allergy"), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced malaise ("malaise"), asthenia ("asthenia"), depression ("depression") and loss of libido ("loss of libido"). The patient was treated with surgery (essure removal by conservative hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, haemorrhage, oligomenorrhoea, adenomyosis, tendonitis, malaise, migraine, cardiovascular disorder, hot flush, cold shock response, eye disorder, fatigue, asthenia, disturbance in attention, phlebolith, dizziness, depression, amnesia and loss of libido outcome was unknown and the musculoskeletal pain and neck pain had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, asthenia, cardiovascular disorder, cold shock response, depression, disturbance in attention, dizziness, eye disorder, fatigue, haemorrhage, hot flush, loss of libido, malaise, migraine, musculoskeletal pain, neck pain, oligomenorrhoea, pelvic pain, phlebolith and tendonitis to be related to essure. The reporter commented: her health condition was fragile which resulted in repeated work stops. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Batch no b42249, production date 2013-06-17, expiration date 2016-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-may-2020. The most recent information was received on 24-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. B42249) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no medical history, no concomitant medications. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), oligomenorrhoea ("long menstrual cycle"), headache ("headache"), dizziness ("dizziness"), haemorrhage ("haemorrhages"), adenomyosis ("uterine adenomyosis"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis"), neck pain ("neck pain"), migraine ("repeated migraines"), cardiovascular disorder ("poor blood circulation"), hot flush ("hot flushes"), cold shock response ("cold shock"), eye disorder ("ophthalmological problems"), fatigue ("fatigue"), disturbance in attention ("lack of concentration"), phlebolith ("pelvic phleboliths"), depression ("depression"), amnesia ("memory loss"), arthralgia ("joint pain (arms, legs and neck)"), feeling abnormal ("bad being") and insomnia ("insomnia"). On (B)(6) 2018, the patient experienced palpitations ("palpitations") and anxiety ("anxiety"), 4 years 10 months after insertion of essure. In 2019, the patient experienced pain in extremity ("pain in left lower limb"). On (B)(6) 2020, the patient was found to have meningioma ("meningioma"). On (B)(6) 2020, the patient experienced allergy to metals ("slight hypersensitivity with chromium and nickel confirmed"). On an unknown date, the patient experienced malaise ("malaise"), asthenia ("asthenia") and loss of libido ("loss of libido"). The patient was treated with physical therapy (osteopath), surgery (essure removal by conservative hysterectomy, bilateral salpingectomy), angiologist and hypnosis. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, musculoskeletal pain, neck pain and arthralgia had not resolved and the allergy to metals, oligomenorrhoea, headache, dizziness, haemorrhage, adenomyosis, meningioma, tendonitis, malaise, migraine, cardiovascular disorder, hot flush, cold shock response, eye disorder, fatigue, asthenia, disturbance in attention, phlebolith, depression, amnesia, loss of libido, feeling abnormal, insomnia, palpitations, anxiety and pain in extremity outcome was unknown. The reporter considered adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, asthenia, cardiovascular disorder, cold shock response, depression, disturbance in attention, dizziness, eye disorder, fatigue, feeling abnormal, haemorrhage, headache, hot flush, insomnia, loss of libido, malaise, meningioma, migraine, musculoskeletal pain, neck pain, oligomenorrhoea, pain in extremity, palpitations, pelvic pain, phlebolith and tendonitis to be related to essure. The reporter commented: essure inserted without difficulties. First symptoms occurred in 2015. Her health condition was fragile which resulted in repeated work stops. Requiring visit with osteopath, hypnosis and angiologist. After essure removal slight improvement was observed but still persistent pain. The patient is still impacted by symptoms such as joint and neck pain and cervical pain for which she has regular check-ups. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: slight hypersensitivity with chromium and nickel confirmed. Hysteroscopy - on (B)(6) 2014: essure insertion: 4 visible coils on both sides. Magnetic resonance imaging abdominal - on (B)(6) 2020: uterine adenomyosis. Pathology test - on (B)(6) 2020: after hysterectomy, bilateral salpingectomy: no suspicious item on microscopic analysis. Ultrasound doppler - in 2019: left lower leg: no findings. X-ray - in 2019: left lower leg: no findings. Batch no b42249; production date 2013-06-17; expiration date 2016-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jan-2022: relevant data was received from medical records (reporter added) via lawyer. No medical history, no concomitant medications. Essure inserted on 07jan2014 without difficulties : 4 visible coils on both sides. First symptoms occurred in 2015. Test results added (none reported previously). Events added: arthralgia, feeling abnormal, headache, insomnia, palpitations, anxiety, meningioma. Treatment : requiring visit with osteopath, hypnosis and angiologist. After essure removal slight improvement was observed but still persistent pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.